Event description:
It was reported that on an unknown date in (B)(6) 2023, a 35mm amplatzer pfo occluder was implanted into a patient. On (B)(6) 2023, a routine echocardiogram showed the device had embolized into pulmonary artery. Device was successfully captured using a 22 french sheath and a snare. The patient was discharged home the next day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant due to migration of the device into pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.